Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. It was observed that the right ventricular lead exhibited high capture threshold; all other electrical measurements were stable. The lead was reprogrammed. The patient was being treated for mild pericarditis, unrelated to the lead. Lead replacement was discussed. The patient was stable.